Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient was nauseated and moaning. His wife noticed an abnormality in his eyes. He was transported to the emergency department where the bg was 500 mg/dl while the cgm display device showed reading 211 mg/dl. The patient was treated with unspecified insulin and could not recall additional details. There was no documentation of further medical intervention. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.